Manufacturer narrative:
Approximate age of device: 3 years and 7 months. Manufacturer investigation conclusion: although a root cause for the pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. Technical services personnel arrived onsite on 2/13/2019 and performed an external driveline repair. Evaluation of the driveline revealed a tear to the outer jacket approximately 2.5" from the controller connector that was repaired with rescue tape. No damage to the bionate layer was identified. The metal shielding showed some breakdown adjacent to the controller connector and approximately 2.5" from the connector. No insulation breaches were identified. Electrical continuity testing did not reveal any discontinuities or shorts. The driveline was submerged in a saline bath for high potential testing to check for any current leakage through the wire insulation. No breaches were found. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. The entire driveline was not returned. The account reported the patient was placed on a grounded patient cable and no further alarms were observed. The patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced low flow and pump off alarms while connected to the power module. Per the account, the alarms stopped once the system was connected to batteries. The account noted the patient gained a significant amount of weight ((B)(6) kilograms). X-rays were taken and did not reveal any areas of shield breakdown. A driveline repair was performed on (B)(6) 2019.

Manufacturer narrative:
Correction to codes regarding the incidental findings of outer silicone jacket tear which was confirmed through evaluation of the driveline (information reported on initial MDR.

Event description:
Additional information was received on 04mar2019 that the patient was upgraded on the transplant list due to a suspicion of internal driveline damage. The patient was routinely transplanted. The device will not be returning for evaluation.